Manufacturer narrative:
The reported event was confirmed however the cause was unknown. The reported failure was able to be reproduced. The product was used for urological care. Evaluation found irregular balloon burst without missing piece. However, the exact cause of how and when the problem occurred could not be determined. The product had caused the reported failure. Potential root cause for this failure mode could be user related (example: contact with sharp object)/ exposure to petrolatum based products/ mechanical failure/ operator error. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use were found adequate and state the following: "to deflate catheter balloon. Gently, insert a syringe in the catheter valve. Never use more force than is required to make the syringe "stick" in the valve. If you notice slow or no deflation, re-seat the syringe gently. Use only gentle aspiration to encourage deflation if needed. Vigorous aspiration may collapse the inflation lumen, preventing balloon deflation. If permitted by hospital protocol, the valve arm may be severed. If the tails, contact an adequately trained professional for assistance as detected by hospital protocol. Should balloon rupture occur, care should be taken to assure that all balloon fragments have been removed from the patient." Correction: d, h. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the actual/suspected device was inspected.

Event description:
It was reported that the foley catheter was deployed on the patient, the balloon deflated and it fell off. It was found after surgery. Per follow up information received on 08nov2021, no damage to the catheter and no adverse event, no injury reported.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that the foley catheter was deployed on the patient, the balloon deflated and it fell off. It was found after surgery. Per follow up information received on 08nov2021, no damage to the catheter and no adverse event, no injury reported.